Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Customer's continuous glucose monitor read "low," however, specific bg value was not provided. Reportedly, the customer stacked multiple boluses to address an elevated bg level that ranged from 300-350 mg/dl, resulting in low bg level. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.